Manufacturer narrative:
The laser system was evaluated in the field on october 9, 2017 and the issue found to be the result of a damaged hose. The damaged hose was repaired in the field on october 16, 2017; the system was tested and verified to specification.

Event description:
It was reported that while using the greenlight laser system during a pvp procedure, the laser cut out and water was observed leaking from below of the system; the procedure was cancelled. There were no patient complications and no injury reported.